Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician then inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon, the physician then removed the device and replaced it with another to complete the case. The pt is reported to be fine.